Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the start of the procedure, the drill was noisy, make a terrible sound, the bearings wobbled and vibrated and the device heated up immediately attachments were changed, but the problem persisted. The procedure was continued with the new drill. There was no delay during the mastoidectomy procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the motor was worn and it stalled with error code 15. The motor and cable o-rings were replaced. The drill was tested successfully according to specifications. If information is provided in the future, a supplemental report will be issued.